Event description:
It was reported that during an open anterior resection procedure, the operation was done with no complications or concerns; the splenic flexure was mobilized. The patient was defunctioned during surgery. The patient leaked approx (B)(6) post surgery and has been managed conservatively on the ward. The patient is still in hospital. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information received on (B)(6) 2011: the device will not be coming back, as it was disposed of at the time of the operation. There were no problems with the device at the time it was fired. During the initial operation, the consultant fired the gun and he is fully trained. (B)(6) closes the gun tight for every case. Near to the 1.0mm mark. The patient was discharged on (B)(6), with no known complications. On (B)(6) ((B)(6) 2011), he attended clinic and had some symptoms at home for a couple of days prior. Upon examination he was diagnosed with a pelvic abscess and a small defect in the anastomosis, so he was readmitted to hospital. On (B)(6) 2011 he went back to theatre for an eua and rectal washout; a catheter was inserted to the abdomen through the anastomosis defect. This had to be replaced a couple of times. The patient was discharged (B)(6) 2011 the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.